Event description:
It was reported that the user experienced hyperglycemia after treating a prior low glucose with three glucose tablets, with a highest reported blood glucose of 248 mg/dl and approximately one hour above 180 mg/dl; no alerts above 300 mg/dl occurred and no back-up therapy, ketone testing, professional intervention, or assistance was required. Symptoms included no reported clinical effects and the user stated they felt fine. Outcomes included no functional impairment and no need for medical care. Investigation included complaint handling review and user education with troubleshooting. Investigation of this case revealed user management of hypoglycemia with subsequent elevated glucose, with no evidence of device alarms or malfunctions. It was concluded, based on previously established findings for similar reports, that the cause was unclear and unlikely related to a device malfunction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.